Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pocket infection. The patient was feeling sad and received physiatric consulation together with antibiotics. The device was explanted.